Event description:
Covidien received information stating that during patient use, the silence and reset light emitting diode (led) was randomly blinking. Medical intervention was required as a result of this malfunction. There were no negative patient consequences reported. No further details of the event have been provided by the customer.

Manufacturer narrative:
(B)(4). The customer reportedly replaced the membrane and the overlay to resolve this issue.